Event description:
Emt's responded to a person, condition unknown. The pt was connected to the device for monitoring while being transported to the hosp. According to the rptr, the device's ECG display would, at times, blank, or half the screen would blank. No adverse affects to the pt were reported as a result of the alleged malfunction.